Manufacturer narrative:
Device 2 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that 5 unused wafers had an off centered starter hole. No photo is available at this time.